Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Provided information stated the product was not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral loosening at the cement/implant interface (competitor's cement was used in primary surgery). Osteolysis and poly wear of the insert were also reported.